Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that his blood glucose was 540 mg/dl at one point. His muscles were aching. He treated via insulin pump therapy. The customer also had a blood glucose in the 400 mg/dl range yesterday, but after he treated his blood glucose dropped to the 40 mg/dl range. Troubleshooting did not occur for the high or low blood glucose events. The insulin pump was not returned for analysis.